Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Visual inspection of the part confirms that the drill bit is bent. The sharp leading edge of the drill bit is nicked in several places indicating that the drill bit was used prior to becoming bent. The complainant stated that they were attempting to position the guide in position with the bit in it when the drill bit became bent. It is possible that the drill guide was turned causing leveraging on the drill bit resulting in the bend. However, without being present at the procedure, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
The tip of the drill bit reportedly bent after it was placed into the guide and moved into position in the acetabular cup. There was no patient injury or significant delay reported as a result of the event.